Event description:
On (B)(6) 2013, the lay user/patient¿s son (reporter) contacted lifescan (lfs) alleging that the onetouch ultra meter read inaccurately high compared to another device and also read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013 (at 1:30) the patient reportedly obtained blood glucose readings of ¿126 mg/dl¿ with the subject meter and ¿114 mg/dl¿ with the true result meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient¿s testing frequency is not specified and it is not clear if the patient suffers from other health conditions. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise; however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, between 6:30 pm-7 pm that evening, the patient reportedly obtained blood glucose readings of ¿225 and 202 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. According to the csr¿s documentation the patient reportedly did not develop any symptoms as a result of the alleged meter issues; however, for reasons unspecified the emergency medical services (ems) was contacted sometime between 6:30 pm-7 pm that evening and the reported indicated the patient may have been administered apply juice as treatment by the health care professional (hcp) at an unknown time later. The patient reportedly was not tested with another device after the alleged meter issue occurred and it is not clear if the patient received any other form of medical intervention. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have been treated by an hcp for severe hypoglycemia after the alleged issues began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/2/2013 and 12/4/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have contaminated spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.